Event description:
It was reported that at a pump refill on the date of this report, upon aspiration of the drug, the fluid had a pinkish hue. The reporter was certain that they were completely in the center port. They had rinsed three times with saline and some pinkish hue was still present. It was also reported that more drug was aspirated than what was expected. It was noted as ¿wasn¿t much extra¿ and no cause for concern. The patient¿s device was nearing the elective replacement interval and was on the schedule for a replacement. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced no symptoms. It was not determined as the what the fluid extracted was. It was discussed it most likely was a clot from the last refill. The patient has experienced no change in regards to their therapy. The pump was to be replaced on (B)(6) 2013 due to the elective replacement indicator (eri).